Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event and a lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received from abbott technical support indicated the oversensing that was previously reported resulted in the inappropriate delivery of antitachycardia pacing.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. Additionally, no lead damaged was confirmed via diagnostic imaging or during the revision procedure. The patient was in stable condition.